Event description:
It was reported that during the implant procedure, the lead would not affix to the atrial wall after several failed attempts. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. There was outer insulation breached cut in the medial section noted, along with blood on the conductor and helix.